Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 396 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer last changed her infusion set the day prior to the event. The first infusion set the customer tried to use would not connect to the reservoir correctly, so the customer discarded it. The customer stated that she suspects that the infusion set she was using was not delivering insulin. The customer changes her infusion set every three days, but she only changes her tubing and reservoir every six days. The customer was advised to change the tubing and reservoir every three days. The customer fills the reservoir with cold insulin, so she was advised to fill it with room temperature insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.